Manufacturer narrative:
Upon further investigation by the customer, the same sample tube/ ID was placed on the provue instrument and the provue sample camera read the label correctly = "(B)(6)". The customer also rescanned the sample barcode using the handheld scanner and the barcode label was confirmed as (B)(6). The customer was not able to duplicate the misread of the label. The customer further stated that the instrument is operational and does not require service. (B)(4). No service requested.

Event description:
The customer stated that the ortho provue sample camera "misread" the barcode label on one sample. The barcode label was "(B)(6)", but the camera read the label as "(B)(6)". No erroneous results were reported.